Event description:
It was reported that the nurse set the flow rate to 53 ml/hr and the patient received a full liter of fluid in 3 hours. The infusion was noted to be running at nearly free flow by 2 nurses. The pump was stopped and removed from service. The pump appeared to be programmed correctly as noted by 2 nurses and later confirmed by the history log. The customer stated that there were no alarms. The following are the results of testing performed by the facility: volumetric flow rate test as outlined in the spectrum service manual was performed on the pump involved in this event and failed the test. When stopped, pump infused at a free flow rate. When the pump door was opened, kinked tubing was observed. The pump was tested with a new bag and IV set. This time the bag was 500 ml vs 1000 ml, which was what was used in the first test. The set was primed and loaded properly. Upon opening all clamps, no free flow was detected. Rates were set as outlined in the volumetric flow rate accuracy test in the user manual. A 50 ml graduated cylinder was used to measure the volume. The pump was set to infuse 40 ml at a rate of 200 ml/hr. The pump passed this test.

Manufacturer narrative:
(B)(4). (B)(4) are related to this report. Investigation is still in progress and a supplemental report will be submitted once completed.